Event description:
It was reported that this device, which has been implanted less than four years, was beeping. The patient is aware that this device is on a battery advisory and wants the device replaced. The local representative has been contacted. There were no adverse patient effects. The device remains implanted.